Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a scheduled follow up. Upon examination, the nurse was unable to interrogate the implantable cardioverter defibrillator. It was noted that the device was previously interrogated in (B)(6) 2019 at which time the estimated longevity was 1.5-2 years. Additional attempts to interrogate and troubleshoot were performed but were unsuccessful. It was suspected that the device had premature battery depletion and the patient recalled experiencing a vibratory alert back in (B)(6) 2020. However, the battery depletion was not verified. After some discussion with the patient, the physician elected to not remove the device as the patient required minimal pacing, has never needed therapy, and was 90 years of age. No further intervention was performed.